Event description:
The customer reported to olympus that the image on the monitor is vertical on the hd camera head and would need to be rotated by about 2 degrees in order for the image to be straight. The issue occurred during an unspecific procedure and there were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8 (should remain blank). Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, olympus could not identify a probable cause. Olympus will continue to monitor field performance for this device.